Manufacturer narrative:
Other applicable components are: product ID: 37092, serial#: unknown, product type: accessory. Product ID: 37602, serial#: (B)(4), product type: implantable neurostimulator other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s programmer was not consistently communicating with the ins and had been getting progressively worse. The patient was able to turn therapy on/off if they pressed the antenna in place. The patient hadn¿t tried using the programmer without the antenna and wasn¿t present during the call to try it. The caller was transferred to repair and would be receiving a replacement programmer in the mail. Additional information was received: it was reported that the patient stated they were able to connect with their new programmer when the antenna was not attached, but couldn't with the antenna attached, so repair would be sending a new antenna to the patient. There were no symptoms reported. There were no further complications reported.